Event description:
It was reported that "over torqued the blocker and ripped off the tulip head from a xia 3 screw. We were able to attach visegrips on the screw to remove and replaced with new xia 3 screw. Good purchase was achieved and subsequent proper torque was applied. Final construct was found to be stable and in good working order."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental.